Event description:
Info received indicates as the caregiver was transferring the pt out of the bed, the right siderail fell off the bed. It appears that only two of the six mounting screws that attach the mounting plate to the siderail were installed. No one was injured. The bed was located in the ICU at (B)(4).

Manufacturer narrative:
Repairs have not been completed.